Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized in (B)(6) 2016 with blood glucose of 140 mg/dl. Customer reported that blood glucose had dropped low to blood glucose between 10 mg/dl and 30 mg/dl which caused customer to fall and burst his head. Customer was hospitalized due to diabetic ketoacidosis and urinary tract infection. Customer was hospitalized for three days and was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed but customer was advised by healthcare professional to disconnect from pump and not wear. Customer reported that battery had been removed and battery cap was lost. Insulin pump and battery cap would be replaced.

Manufacturer narrative:
The insulin pump was received with the operating currents within specifications and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump passed the displacement accuracy test. The insulin pump had minor scratched lcd window and scratched reservoir tube window.